Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2012 the patient was examined and examination revealed post-operative urinary retention. The patient was given flomax on (B)(6) 2012. The etiology was unlikely related to the device or therapy and related to the implant procedure surgery/anesthesia. The clinical diagnosis was post-operative urinary retention. The outcome was resolved without sequelae (B)(6) 2013.